Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge onto the pump. Reportedly, the cartridge had been filled with approximately 200 units of insulin, and the fill estimate initially displayed over 60 units of insulin. However, the fill estimate remained static at 105 units for several days. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate.